Event description:
It was reported that this right ventricular (rv) lead exhibited variable shock impedances that reach out of range values. The health care professional (hcp) has been unable to obtain a lead model and serial number from the implanting hospital. The patient is also not on latitude. Technical services (ts) advised following actions. The lead remains in use. No adverse patient effects were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.